Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 20 mg/dl. Reportedly, customer inadvertently delivered a 5 unit bolus after contact delivered a previous bolus. Bg was treated with a glucagon injection, glucose gel, intravenous glucose drip, and insulin. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended.